Event description:
It was reported that during surgery the pump stopped working and the display flickered afterwards. There was no harm for patient, operator or third party reported. No further information received. Updated 20-oct-2021 jbre: it was later reported that during knee arthroscopy the pump stopped working and the display flickered. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was later reported that during knee arthroscopy the pump stopped working and the display flickered. The reported event was confirmed as the service evaluation revealed a defective power supply. Furthermore, both inflow and outflow motor are defect and housing and front panel are damaged. The most likely cause for the reported failure can be attributed to wear and tear.